Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 37754, serial# (B)(4), product type: recharger; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported that the patient had surgery back in (B)(6) 2013 to have their implantable neurostimulator (ins) generator moved. Additional information was requested but was not available at the time of this report. If additional information is received, a follow up report will be sent. [Omitted information related to pe (B)(4) regarding the inability to adjust stim on the patient¿s device].